Event description:
Customer reports obtaining results of 283 mg/dl and 107 mg/dl on the same device within 7 minutes . No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.